Event description:
It was reported by the account that the haptic tore off the intraocular lens (iol) during implantation and the posterior capsule tore. The wound was enlarged to remove the damaged iol. Patient has residual refractive error as replacement iol was placed in the sulcus.

Event description:
Service of summons and complaint was MFR's first notice of this event. Plaintiff's counsel claims in the complaint that the pt was injured, requiring medical treatment to left foot. He alleges that cryotherapy was applied. The complaint contains no info about the therapy protocol prescribed by plaintiff's doctor (e.g., duration of cold therapy sessions and breaks in between same, temperature settings) the barrier placed between the device and the pt's skin, instructions provided to the pt about use of the device or whether there were any contraindications for cold therapy. Plaintiff claims she suffered personal injuries, resulting in disfigurement and physical impairment. The company has been unable to confirm the MFR of or inspect the device. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.

Manufacturer narrative:
The intraocular lens was received and inspected under illuminated 10x magnification. The results show a heavily damaged iol indicating excessive force or handling occurred. A review of the batch records for this product were reviewed and showed no deviations. No additional complaints from this lot number were received. While we were unable to determine the cause of this event, our investigation reasonably suggests, it is not manufacturing related. We will continue to monitor and trend all reports received.

Manufacturer narrative:
Corrected model number reported in the initial submission.